Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) and right common femoral artery (rcfa) was attempted using two proglide devices via 6fr sheath in the lcfa and one proglide device in the rcfa via 7fr sheath after an impella procedure. Reportedly, the suture failed to capture the vessel wall with the three proglide devices. Two proglide sutures were successfully placed in the left common femoral artery using the preclose technique. The sheath was upsized to 14fr and the aaa procedure was completed. Hemostasis was achieved in the lcfa using the pre-placed sutures from proglide devices. Manual arterial compression was applied to achieve hemostasis in the rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.